Manufacturer narrative:
Upon follow up, information was provided that the customer had refused for the field service representative to run performance testing and stated they have had no further issues since they performed the liquid flow cleanings (lfc). A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the available data, the most likely root cause was assumed to be poor sample quality. Additional information was provided that a small amount of fibrin had been removed from the suspect sample prior to recentrifugation and the repeat testing. A general reagent issue was not evident.

Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable elecsys hcg + beta test system result for one patient sample. The initial result was 4.66 miu/ml. The repeat result on (B)(6) 2017 was 3747 miu/ml. The erroneous result was reported outside the laboratory. The repeat result was believed to be correct. The patient was not adversely affected. The reagent lot number was 15654203. The expiration date was 09/30/2017. The field service representative found the measuring cells needed to be cleaned and that the customer was not performing liquid flow cleanings (lfc) as often as recommended. The customer performed a lfc and was able to perform calibration and qc successfully. The field service representative inspected all the tubings, cleaned any affected areas, and verified all shafts and bearings were clean and lubricated.